Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant attempt, the physician was unable to place the right ventricular (rv) lead due to what was s uspected to be a kink in the lead. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the full lead was returned. It was analyzed and determined the helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant.